Event description:
The user received a false negative rubella igg result for a patient when compared to the result from a reference lab. The initial result was 8.64 iu/ml and the result from the reference lab on (B) (6) 2010, was 2.14 iu/ml by the wampole method. Any result greater than 1.1 iu/ml from this lab was considered positive. The initial result was reported, but the patient was not treated based on the result. The rubella igg reagent lot number was 15538802. The field service representative could not find a cause. He performed instrument check procedures and the user verified the analyzer operation by running controls with results within range.

Event description:
Reporter alleged the customer obtained the results of 563 mg/dl and 211 mg/dl back to back within 10 minutes on the active s system. Reporter stated that the first strip was left out for 15 minutes while they went to the store to get a battery. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.